Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. During troubleshooting with tandem technical support, it was there was no adverse impact to customer¿s blood glucose level. Determined to be due to improper seating of cartridge on pump and presence of cartridge o-ring in pneumatic tap area. The customer removed the o-ring and changed supplies as needed, successfully resuming insulin therapy; no additional outcome information was received.